Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system exhibited ventricular oversensing following an atrial paced event, which was associated with ventricular pacing inhibition.